Event description:
It was reported to vyaire medical that the avea ventilator was on a patient when unit was not showing volumes. During the incident patient spo2 (oxygen saturation) was 100% and the hr (heart rate was 77 no signs or symptoms of respiratory distress. The customer confirmed that there is no patient harm.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.